Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it is not available for return/discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens was explanted from patient right eye due to glare and halos. There was no incision enlargement, vitrectomy or sutures required. A replacement lens of different model, dib00 with the same diopter was used. Patient is stable post-op. It was indicated that the lens is not available for return. Visual acuity pre-op (pre-initial implant): 20/30-1. Visual acuity post-op (post-initial implant):20/20. Visual acuity post-op (post-replacement): 20/150 on the same day appt. No further information available.

Manufacturer narrative:
Additional information and corrected data: additional information was provided and reported corrected visual acuities. The patient's date of birth and gender were also provided. Vision pre-operative (op): 20/30 vision post-op: 20/25. The following sections have been updated accordingly: section a2: age/date of birth:(B)(6) 1955 section a3: sex/gender: male. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.